Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's transmitter did not flash when connected to their sensor. Customer also stated the sensor needle hub was attached to the serter when removing it from their body. Customer also reported the sensor electrode was not present when the sensor was removed from their body. The customer's blood glucose was 7.8 mmol/l. No additional information provided.